Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. The dislodged stent and the material deformation/ stent damage were confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the moderately calcified, moderately tortuous, eccentric target lesion in the mid left anterior descending coronary artery was predilated with a balloon dilatation catheter. The xience xpedition stent delivery system (sds) was unable to cross the lesion due to the anatomy. During retraction of the sds, resistance was encountered, possibly with the calcification, and the stent dislodged from the sds. The stent was successfully snared out of the left main coronary artery outside the guide catheter. A non-abbott stent was able to cross the lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. The stent appears mangled due to the snare and removal through the guide catheter. There was no additional information provided.